Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) of the right ventricular lead were noted. Concomitant products: 4195 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing and noise resulting in inappropriate shocks to the patient. Detections were turned off and lead sensitivity was decreased and the lead remains in use. No further patient complications have been reported as a result of this event.